Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several catheters were leaking. It was primarily the ones with the plastic drainage clip and previously these were metal, staff reported that some of the plastic clips were difficult to close allowing urine to escape, even though the clip was tightly closed. Staff noted that the b-d catheter tubing seems flaccid on all the b-d indwelling catheters. This allows the tubing to become kinked and prevents urine from draining and enquired if there has been a change in the materials.

Event description:
It was reported that several catheters were leaking. It was primarily the ones with the plastic drainage clip and previously these were metal, staff reported that some of the plastic clips were difficult to close allowing urine to escape, even though the clip was tightly closed. Staff noted that the b-d catheter tubing seems flaccid on all the b-d indwelling catheters. This allows the tubing to become kinked and prevents urine from draining and enquired if there has been a change in the materials.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several catheters were leaking. It was primarily the ones with the plastic drainage clip and previously these were metal, staff reported that some of the plastic clips were difficult to close allowing urine to escape, even though the clip was tightly closed. Staff noted that the b-d catheter tubing seems flaccid on all the b-d indwelling catheters. This allows the tubing to become kinked and prevents urine from draining and enquired if there has been a change in the materials.